Event description:
It was reported by the (B)(6) that the patient underwent a total hip arthroplasty on (B)(6), 2009 and subsquently was revised on an unknown date due to loosening of the acetabular component and elevated metal ion levels. No further information was received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4). This is 1 of 2 MDR reports submitted for the same event. See also: 3002806535-2013-00220.